Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported an (B)(6) year old white male patient presenting with acute myocardial infarction and cardiogenic shock for hemodynamic support using the impella cp pump. After pump placement and initiation, the repositioning sheath was advanced and a hematoma formed. As treatment, vascular surgery of the vessel was performed and 2 units of blood products were delivered.